Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient 2 faced infusion set leakage event on 29-april-2024. Infusion set has been used for about 24 hours. The blood glucose level in first event was 300mg/dl and 275mg/dl were in second event. Customer replaced infusion set and resumed insulin successfully. No further information available.